Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided.

Event description:
It was reported that during the surgery, after fired, noted the cut line was ok, but without any staples. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.